Event description:
The tips of the device were noted by the surgeon to stick. A second device was used without incident and the procedure was completed. It is unknown if the second device was the same lot number as the first device that malfunctioned.